Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that an x-ray had been done and showed that the wire was "1.5 inches up in back". Patient stated she had surgery to pull the wire down. Patient stated the last time she got the wire pulled down was on (B)(6) 2019. No further complications were reported/anticipated.